Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: multiple surgeries. Detailed description of event: during the surgery, the doctor says that the cb030 scissors doesn´t cut properly. Replace the scissor for another lot. Scissors patient status: good. Type of intervention: change of device.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products.  As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: multiple surgeries detailed description of event; during the surgery, the doctor says that the cb030 scissors doesn´t cut properly. Replace the scissor for another lot. Scissors patient status: good. Type of intervention: change of device.